Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via social media that the customer passed away on (B)(6) 2014. The customer's cause of death was due to diabetic complications. The customer's blood glucose was unknown at the time of death. It was unknown if the customer was wearing the insulin pump or not at the time of death. The device will not be returned for analysis.